Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead and device exhibited a decrease in pacing impedance measurements from 886 to 100 ohms. The system remains in service and there were no adverse patient effects were reported.